Manufacturer narrative:
Date sent to the FDA: 02/03/2021. Additional information was requested, and the following was obtained: on what tissue was the suture used? White umbilical line. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?- normal were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? No. Were any pre-op cleansing procedures or products changed recently? If yes, please describe no. Were there any complications during initial surgery (cholecystectomy)? No. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after suture placement? No. Were cultures performed? Results? No. Did the suture spitting or extrusion occur? Yes. How was the infection/inflammation and abscess treated? Review of what was suspected to be an abscess but which was only a hyperalgesic inflammatory sheet, surgical recovery in a second time at 1 month for non-healing despite dressing wicking with spontaneous expulsion of the vicryl threads . Surgical recovery for removal of the threads, following which the evolution was favorable. Other relevant patient factors/comorbidities/concomitant medications? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Thread processing problem? Lot compromised? These events are exceptional enough that I notice the repetition of the same table of thread rejections on 3 patients operated on during the same period 3 days apart. The rejection involved all sites sutured with umbilical and para-median vicryl 1+. Since then I have used this wire without observing any problem. What is the patient¿s current status? The 2nd patient healed with wicking for 1 month, spontaneous expulsion of the threads. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Product lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events for three patients were reported via patient#1 - 2210968-2021-00560, 2210968-2021-00555, patient #2 - 2210968-2021-00567 and patient # 3 - 2210968-2021-00564 date sent to the FDA: 02/03/2021. Corrected h6 health effect -clinical codes: e2326, e2006, e1906. Corrected h6 medical device problem: a010402. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 2/24/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional h6. Health effect - clinical codes: e172001. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product lot number? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Were there any complications during initial surgery (cholecystectomy)? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after suture placement? Were cultures performed? Results? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a minimally invasive cholecystectomy in laparoscopy procedure on (B)(6) 2020 and the suture was used. On (B)(6) 2020, the patient was readmitted for periumbilical abscess around a trocar opening. On admission, hyperleukocytosis and inflammatory syndrome found. It was also reported initially that patient experienced superinfection with rejection of absorbable threads at the navel area. Emergency CT scan performed on (B)(6) 2020 not finding any intra-abdominal complication at the operative site or near the umbilicus but confirming a subcutaneous collection. Following treatment such as augmentin 1 g injectable was given from (B)(6) 2020. On (B)(6) 2020, flattening of an umbilical abscess intervention was performed. Then it was reported a favorable evolution due to daily wicking until complete healing. Additional information has been requested.